Manufacturer narrative:
Initial MDR is being submitted retrospectively due to a filing error by b. Braun medical inc. At the time of the reporting. At the time of initial reporting, exemption e2011009 applied to the case. Exemption number e2011009. (B)(4). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 4: ref# unknown, all were introcan safety 3. 4 incidences of infiltration with power inject in the interventional radiology department. Limited information provided.